Manufacturer narrative:
(B)(4).

Event description:
It was reported that one sample of several received in the complaint investigation lab for non-reportable event had a kinked spring wire guide. As a result, a new report was entered.